Event description:
It was reported that on (B)(6) 2013, while surgeon was placing a jig pin during tplo on a canine, the small battery drive was making a grinding noise and the drill would not spin when pressed up against the bone. Surgeon was unable to complete the procedure and the canine was closed at that time. Canine was returned to the or the following day when a new drill was obtained and the procedure was completed with no further problem. Canine is reported to be doing well. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.